Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model #, lot # and expiration date were not provided. As the lot # and expiration date were not provided, the device manufacture date could not be determined.

Event description:
Ascensia diabetes care has become aware of non-conforming contour xt blood glucose meter kits and non-conforming contour next blood glucose test strips in the (B)(4) market that were introduced by a european importer selling (B)(4) product to (B)(4). The units of measure on the meter are mg/dl instead of mmol/l, which is the unit of measure for (B)(4). The mandatory safety information in the (B)(4) languages is missing. Additionally, there are no contact details for the (B)(4) customers. Only the manufacturer contact data for (B)(4) is available in the packaging of the distributed products. The importer, re-packer and distributor details are required to be visible on the product and these are also missing. These products have been imported into (B)(4) by (B)(4). Ascensia diabetes care will contact the importer and request they implement activities to address this issue.